Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported incorrect biometry measurement during the diagnostic exam prior to a surgical procedure. The exam was canceled and no surgery was performed on the pt.